Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4).g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to devices under PMA/510(k): k121629 h6) device code: 3191 - appropriate term/code not available for perforation of vessel. (B)(4). Investigation is still in progress.

Event description:
Filter was implanted in (B)(6) 2018 and explanted in (B)(6) 2018. Filter perforated the vena cava. After implantation on (B)(6) 2018 the physician made a CT to control the filter and saw that one of the feet from the filter was perforating the wall of the vena cava. He managed the explant without any problems. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient is doing well and had no problems during or after the procedure.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and imaging review. It was reported that one filter foot perforated the vena cava wall after filter implantation. The filter was removed by a cook retrieval device 6-7 weeks after implantation with no adverse events to the patient. The indication for ivc filter was not discussed in the complaint report. Two jpeg images, one of an axial slice and the other a coronal slice from a contrast-enhanced CT scan of the abdomen, date not specified, demonstrate an ivc filter in the infrarenal location. Relative to the centerline of the ivc, there is approximately 8° of leftward tilt present. The right lateral most primary filter leg extends outside of the wall of the ivc into the pericaval fat. This does not clearly abut or interact with any adjacent structures, indicating a grade 2 interaction. There are no adjacent inflammatory changes apparent on this image. There is no comment in the complaint report regarding any symptoms potentially related to the penetration. The other 2 primary filter legs appreciated on the axial image appear to demonstrate grade 1 interactions with the ivc. There is no evidence of thrombus within the ivc. Remaining visualized structures are noncontributory. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.